Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2021 cultures were negative and a CT was done with no evidence of infection. Doxycycline was continued until seeing infectious disease the following month. Cultures on (B)(6) 2021 were negative.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called with complications of swelling at the base of the sternotomy scar. The patient saw his primary care physician on (B)(6) 2021 and the site was drained and the patient was started on clindamycin, 300mg every 8 hours for 7 days. There was a 1 centimeter by 1 centimeter open area of pink granulation tissue. The doctor could not express any more fluid and the dressing had a small amount of serousangous drainage that did not appear to be infected. The patient experienced no pain at the site. A computed tomography was done of the chest. The patient was instructed to change the dressing daily. The patient had no fever and white blood cell count of 5.4 (normal limits). The doctor continued clindamycin prophylactically. The patient was told to return to clinic on (B)(6) 2021. On (B)(6) 2021 there were no further problems reported. On (B)(6) 2021 patient had a routine follow up in which doxycycline was continued for 14 days, and no cultures were done. The event reportedly resolved on (B)(6) 2021.